Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2012-03135 and 1627487-2012-03137. The patient reported experiencing heating and seeing discoloration. The patient also reported positional stimulation in addition to having to ¿wiggle¿ wires to make his scs system work. A sjm representative advised the patient to use the neoprene pouch. The patient stated he would see his physician regarding the positional stimulation. There is no further information at this time. Follow-up is pending. On (B)(6) 2012, st. Jude medical (B)(4)ion, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.